Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasion was noted at 12.0-12.1cm from the distal tip, consistent with lead friction to another device or feature of patient anatomy. Internal insulation abrasion was noted at 10.1-11.5cm and 10.8-12.1cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 7.4-9.5cm from the distal tip. The etfe coating was abraded at this location.

Event description:
It was reported that during device change-out due to normal eri, externalized conductors were observed under fluoroscopy. The replacement procedure was halted. The patient was brought back to the operating room and the lead was explanted and replaced.